Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a right superficial femoral artery interventional procedure. Reportedly, the starclose se clip did not "fire" due to carving of the starclose se sheath. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) identified evidence of difficulty splitting the sheath. Av reviewed the lot history record and other sources of manufacturing data. Root cause analysis concluded the issue is likely related to material used in the starclose manufacturing process. Av is working on possible mitigations to prevent recurrence per internal operating procedures. Av will continue to trend the performance of these devices.